Event description:
Device has been explanted.

Event description:
Explant physician reports capsular contracture grade iii/IV. This relates to the right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, voids in the gel, crease fold and deformation. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii/IV.

Event description:
Explant physician reports capsular contracture grade iii/IV. This relates to the right device. Device remains implanted.